Event description:
It was reported by svc report that the customer had alleged that the gas fowler cylinder was leaking and the fowler would not support pt weight and was sticking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.